Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and a different lead was attempted; however the lead required over twenty turns to extend the helix. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. The outer insulation had a breached cut and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on the helix/lobe mechanism.